Manufacturer narrative:
Findings: pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Unable to verify for watchdog timeout, unexpected restart alarm and unable to perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test and all the operating current test due to blank display. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 230 mg/dl. The customer was advised to insert new aaa alkaline battery and it lasted for 2 hours and then it went blank again. Customer was advised to remove battery for 10 minutes. The customer was advised to clean the battery cap contact with cotton swab and allow at least one minute for the battery contacts to dry. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.